Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. The cause of peritonitis was unknown. Treatment was not reported. The patient¿s outcome was not reported. No additional information is available.